Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge on multiple occasions. There was no reported adverse impact to the customer's blood glucose level. The issue was resolved by loading a new cartridge and using a new syringe/needle tip.